Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the increased gradient and valve stenosis cannot be determined. However, progression of the patients preexisting chronic congenital disease processes may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), a 23mm sapien 3 valve was implanted within a pre-existing surgical valve in the pulmonic position. Approximately one month post procedure, the patient developed a peak gradient of 70 mmhg, mean gradient of 52 mmhg, and had palpitations. Echo showed stenosis of the valve. There was no vegetation, no thrombus, no calcifications and no regurgitation. Per medical opinion, the patient will need a surgery in the future. At the time of the report, the patient was doing well and being treated medically.

Manufacturer narrative:
Additional information was received. Sections d4 and h4 were updated.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect common device name, product code, and PMA number. A correction to fields d2 and g4 is being submitted in this supplemental report.

Manufacturer narrative:
A supplemental report is being submitted for additional information that was provided. The section h10 narrative/data of this report has been updated. Updated information revealed that the patient was asymptomatic and with no palpitations. H3 other text : the valve remains implanted.